Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture retrieval issue was not confirmed as not all components were returned for analysis. During evaluation of the device, a foot separation was noted, and the foot was not returned. The location of the detached foot is unknown. The account confirmed that the foot separation did not occur in the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
During evaluation of the device, a foot separation was noted, and the foot was not returned. The location of the detached foot is unknown. The account confirmed that the foot separation did not occur in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a percutaneous coronary interventional procedure using a small-bore sheath. Reportedly, the suture was not present when the plunger was removed (a cuff miss occurred). A new prostyle device was used, however, the same failure occurred. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.